Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 75% stenosed, 3.0x16mm, eccentric, de novo target lesion with a bend of between 45 and 90 degrees was located in the severely tortuous and severely calcified obtuse marginal branch of the left circumflex (lcx) artery. Following pre-dilatation resulting to 50% residual stenosis, a non-bsc stent was advanced but the stent broke at the bottom. Subsequently, a 3.00 x 16 synergy¿ drug-eluting stent was advanced but the tip of the stent struts were frayed and the device failed to cross the lesion. Lastly, another non-bsc stent was advanced but the device also failed to cross the lesion. The procedure was not completed and was rescheduled to another day. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Synergy mr, ous, 3.0x16mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the first proximal strut lifted. The undamaged stent od (outer diameter) was measured and was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no issue with the hypotube. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 75% stenosed, 3.0x16mm, eccentric, de novo target lesion with a bend of between 45 and 90 degrees was located in the severely tortuous and severely calcified obtuse marginal branch of the left circumflex (lcx) artery. Following pre-dilatation resulting to 50% residual stenosis, a non-bsc stent was advanced but the stent broke at the bottom. Subsequently, a 3.00 x 16 synergy¿ drug-eluting stent was advanced but the tip of the stent struts were frayed and the device failed to cross the lesion. Lastly, another non-bsc stent was advanced but the device also failed to cross the lesion. The procedure was not completed and was rescheduled to another day. No patient complications were reported and the patient's status was stable.